Manufacturer narrative:
As reported, progel pleural air leak sealant glass broke during use. Evaluation of the sample confirms a broken glass vial. Based on the information provided and the sample evaluation, the root cause of the glass break is the result if forces applied to the glass during the error in setup. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, or tech pushed the glass cartridges into dual-barrel applicator housing using the push rods by using excessive force when preparing the progel for use instead of gently pressing them into the applicator. The surgeon went to try and use it, and the glass cartridge was breaking. It was reported that the new product was used to complete the case and there was no patient or user harm.